Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pod had failed to adhere and the cannula had become dislodged from the pod infusion site (arm). The patient reports the pod was leaking during wear.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.5. Cloud - smartphone operating system 18.0. Cloud - smartphone hardware iphone17.1. Cloud - cgm sensor type g6.